Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device on a large duct and the clip performed as intended, the second clip was used on a smaller structure and the clip scissored. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.